Event description:
Pt was admitted to the hospital with diabetic ketoacidosis. Physician does not think the pump is working. Pt was put on insulin drip, blood glucose levels came down, but when they put pt back on the pump with a new site blood glucose levels went to over 400 mg/dl. They tried this twice more with new sites each time, and the insulin drip would lower the blood glucose levels but the pump would not. Family member asked if the pump was exposed to any x-rays, and family member said pt received abdominal x-rays earlier this week and did not disconnect from the pump, it was not protected by an apron.